Event description:
Event was reported to caldera medical by an attorney. The pt has suffered severe vaginal and pelvic pain, sharp abdominal pain, vaginal bleeding, frequent urinary tract infections, urinary frequency, urgency, vaginal infections, recurrent urinary leakage, and excruciating pain during intercourse. No further info has been provided.